Event description:
It was reported via journal article: title: exfoliate cancer cell analysis in rectal cancer surgery: comparison of laparoscopic and transanal total mesorectal excision, a pilot study. Authors: kiho you, jung-ah hwang, dae kyung sohn, dong woon lee, sung sil park, kyung su han, chang won hong, bun kim, byung chang kim, sung chan park, jae hwan oh citation: ann coloproctol; https://doi.org/ 10.3393/ac.2023.004 79.0068. The aim of this study was to analyze samples obtained through lavage to compare laparoscopic total mesorectal excision (laptme) and transanal tme (tatme). Between june 2020 and january 2021, a total of 20 patients who were diagnosed with adenocarcinoma of rectal cancer were included in the study. Among these, 13 patients (5 were males; mean age was 59.0 (54.0-64.0) years) underwent laptme and 7 patients (5 were males; mean age was 63.0 (53.5-67.0) years) underwent tatme. Upon tme and distal resection completion, proximal resection was performed using an extracorporeal method, followed by colorectal or coloanal anastomosis. Colorectal anastomosis was performed using a circular stapler (25-29 mm; cdh, ethicon). All patients were followed up for an average of 32.5 months (range, 24.8-37.5 months). Reported complications include anastomotic leak (n=1; patient 5) and presacral abscess due to delayed anastomotic leakage (n=1; patient 10). In conclusion, cea and ck20 levels were high only in tatme and were related to tumor factors or intraoperative events. However, whether the detection amount is clinically related to local recurrence remains unclear.

Manufacturer narrative:
(B)(4) date sent: 3/3/2025 d4: batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.